Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient woke up feeling ill; no specific symptoms were provided. His cgm was showing 134 mg/dl. He checked his bg which was 113 mg/dl. Although he felt the numbers matched closely enough, he decided to drive himself to the emergency room (ER) to be checked out. He stated that he was hyperglycemic, and his bg was much higher at the ER than the previous cgm or bg values (no specific ER bg value provided). His bg was stabilized to a normal level at the hospital with unspecified treatment, and he was sent home in stable condition the same day. He removed the sensor while at the hospital. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.